Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a high degree atrioventricular block. The right atrial (ra) lead exhibited oversensing of noise on stored episodes, resulting in the implantable pulse generator (ipg) pacing below the lower programmed rate of sixty beats per minute. It was further noted that the patient was not meeting managed ventricular pacing (mvp) mode switch criteria causing additional pacing of the ipg below the lower rate. The ipg was reprogrammed. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.